Event description:
It was reported that there was a left hip revision due to fractured ceramic head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a alumina v40-femoral head 32mm, +0mm nk was reported. The event was confirmed. Device evaluation and results. A material analysis concluded no material or manufacturing defects observed. Medical records received and evaluation. A review of the provided x-rays and material analysis report indicated, ¿as noted in the material analysis report, there is no evidence that factors of faulty prosthetic manufacturing or materials were responsible for this clinical situation.¿ device history review. Not performed as the device was not properly identified. Complaint history review not performed as the device was not properly identified. A material analysis report concluded that the lack of a continuous metal transfer ring around the proximal end of the tapered surface of the returned fragments of the head indicate that the head may not have been properly seated on the stem leading to the fracture. However, despite these findings, the post fracture damage to the fracture surfaces of the alumina femoral head obscured all features of interest, preventing further analysis. There was no evidence of manufacturing or material defects observed on the returned products. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a left hip revision due to fractured ceramic head.